Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on manufacturing engineering review, the reported frayed suture appears the be related to loading technique of the suture into the gated suture trimmer. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The eight (8) additional proglide devices referenced are filed under separate medwatch report numbers. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was completed with two proglide devices on each side, using the pre-close technique, via a 6f sheath prior to an interventional stent graft procedure. The sheath was upsized to 9f on both sides and the stent graft procedure was completed. Reportedly, prior to knot advancement the suture was frayed. The sutures were removed. Two additional devices were used on one side and three additional devices were used on the other side. All five of the additional devices had fraying of the suture prior to knot advancement. The sutures were removed. Manual compression and a femostop device were used on both sides to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.